Event description:
It was reported to philips that the flex vision pc failed to boot, and the system was stuck at startup on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pc and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).